Manufacturer narrative:
This report is submitted on january 9, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient was experiencing poor performance with device use. Upon inspection by the physician, a bump was observed over the internal coil. A CT scan was performed and it was revealed that there was calcification over the receiver stimulator. Subsequently, revision surgery was performed on (B)(6) 2017, in order to remove the calcification over the implant. The implanted device remains insitu and the patient has resumed use of their device.